Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event was not confirmed. The lg connector was firmly attached to the telescope, only the adapter appeared to be loose. Therefore, the error cannot be confirmed, and the root cause could not be identified. No additional information could be obtained. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the telescope light guide connection part was detached. There were no reports of patient involvement.